Event description:
Name of procedure: lobectomy. Event description: [name] hospit. "When they tried to use it for a lobectomy surgery, the clip failed to load." Product is available for return. Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of clips not loading into the jaws. Additionally, excessive lubrication was observed in the internal components. Based on the condition of the returned unit, it is possible that the reported event was caused by rapid actuation of the device by the user in combination with excess lubrication inside the device. The instructions for use (IFU) states ¿do not attempt to rapidly fire clips. Completely release the trigger after firing. A partial release of the trigger may disrupt the clip feeding sequence and cause clip malformation which may lead to bleeding and/or leakage.¿ applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lobectomy. Event description: [(B)(6)] hospit. "When they tried to use it for a lobectomy surgery, the clip failed to load." Product is available for return. Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.